Event description:
It was reported that the patient had a total right hip replacement due to falling and fracture. Doctor removed gamma nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product. The nail was classified as primary product by the event description. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation was not possible because neither the nail, nor additional information like x-rays and/or surgery reports were provided. The customer reported that the patient fell and had an additional trauma; the implants were not broken or damaged. Based on the given information a relationship of the additional trauma and the implants can be excluded, the issue is patient related. The IFU includes that additional trauma can lead to implant damages. No non-conformity identified.

Event description:
It was reported that the patient had a total right hip replacement due to falling and fracture. Doctor removed gamma nail. As (B)(6) 2014: customer reported that "the bone fractured, not the implant."